Event description:
End user states "the lift operates down when the patient is on it." No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9805p, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1024492 rev e was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer alleges the lift goes down when the patient is on it.